Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that the charged coupled device unit malfunctioned due to the following handling: 1) the system ground wire was not connected. 2) the scope connector was plugged or unplugged while the system was powered on. The event can be detected/prevented by following the instructions for use which state: "operation manual: important information ¿ please read before use: precaution for disappeared or frozen endoscopic image describes precautions." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of no image was confirmed, due to a broken charge coupled device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera ii bronchovideoscope displayed no image during preparation for use. This event did not involve a procedure. There was no report of patient harm associated with this event.